Manufacturer narrative:
Update to d9: device returned. Update to h3: device evaluated. Update to h6: type of investigation. Update to h6: investigation findings.

Manufacturer narrative:
According to the customer, the nebulizer will "not blow air" and they have been "missing treatments" due to the reported issue. The customer did not report any serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the nebulizer will "not blow air" and they have been "missing treatments" due to the reported issue.